Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted with a prostyle device after a left heart catheterization interventional procedure using a 6f sheath. Reportedly, the foot failed to retract completely causing the device to get stuck in the patient. Access was obtained in the left groin and sheaths were inserted to manage bleeding while intervention was performed to remove the stuck device from the rcfa. The skin tract of the right common femoral artery was incised, and the device was freed. As a precaution the guide wire was left in the patient while the suture of the prostyle device was harvested and advanced. Although the prostyle suture successfully achieved hemostasis, the physician also used a femostop for extra caution. Due to the stuck prostyle device and the additional intervention required, a clinically significant delay was reported. There was no adverse patient sequela post procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.